Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a revision of his pocket, and then the patient got a staph infection at their original surgical site shortly after the revision. The patient's abdomen was all red and he couldn't walk. The patient went to the emergency room and was then admitted to the hospital for 5 days on intravenous antibiotics. The site was cleaned out, and everything was fine after that. There were no further complications reported or anticipated.